Event description:
It was reported that during an unspecified treatment procedure, a shaft break occurred. An expo diagnostic catheter was selected for use. During an unspecified time in the procedure the catheter kinked twice in the middle segment of the shaft then snapped and broke off inside the patient. The physician successfully snared out the broken catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status is okay. Additional information has been requested and is not available

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).